Event description:
It was reported that externalized conductors were observed under fluoroscopy. Thresholds anomaly and varying impedances were also noted. Patient condition was fine. Lead remains implanted.

Manufacturer narrative:
(B)(4).